Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. Technical support advised customer to replace the mc pcba. The customer replaced the mc pcba to resolve the reported issue.

Event description:
Customer contacted technical support (ts) stating that unit had error code messages of blower temperature high, cooling fan speed error, and motor controller (mc) pcba adc failed. The customer reported there was no patient involvement. The event date was not specified; estimate used.